Event description:
Material: 2420-0007. Batch#: unknown. It was reported by the customer that was receiving IV carfilzomib. With 16mins left in the infusion, writer (rn) noticed that the secondary carfilzomib bag was empty and the d5w primary bag was overfilled with extra fluid and air. Rate of carfilzomib was correct per protocol but appeared that the secondary infusion had infused/backed up into the primary bag due to faulty tubing. Primary 250ml bag given to completion to be able to provide full dose of chemotherapy. Rcc received a complaint via email. Patient was receiving IV carfilzomib. With 16mins left in the infusion, writer (rn) noticed that the secondary carfilzomib bag was empty and the d5w primary bag was overfilled with extra fluid and air. Rate of carfilzomib was correct per protocol but appeared that the secondary infusion had infused/backed up into the primary bag due to faulty tubing. Primary 250ml bag given to completion to be able to provide full dose of chemotherapy. Ref (B)(4).

Manufacturer narrative:
It was reported by the customer that medication was following from the secondary infusion bag to the primary infusion bag past the checkvalve. One sample of item 2420-0007 and an unidentified secondary set was received for quality investigation. Visual inspection was conducted and no damages or abnormalities were identified. The samples were primed and connected and a simulated infusion was conducted at a rate of 125 ml/hr. There was no backflow identified with the samples that were submitted. The customer complaint of backflow was not confirmed. A root cause was not determined because the reported failure was not replicated. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 2420-0007; batch#: unknown. It was reported by the customer that was receiving IV carfilzomib. With 16mins left in the infusion, writer (rn) noticed that the secondary carfilzomib bag was empty and the d5w primary bag was overfilled with extra fluid and air. Rate of carfilzomib was correct per protocol but appeared that the secondary infusion had infused/backed up into the primary bag due to faulty tubing. Primary 250ml bag given to completion to be able to provide full dose of chemotherapy. Verbatim: rcc received a complaint via email. Email(s) attached. Patient was receiving IV carfilzomib. With 16mins left in the infusion, writer (rn) noticed that the secondary carfilzomib bag was empty and the d5w primary bag was overfilled with extra fluid and air. Rate of carfilzomib was correct per protocol but appeared that the secondary infusion had infused/backed up into the primary bag due to faulty tubing. Primary 250ml bag given to completion to be able to provide full dose of chemotherapy. Ref 2420-0007.